Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had recent blood glucose levels from 500 to 600 mg/dl, which were treated with the insulin pump. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.